Event description:
It was reported that the pt received a revitan shaft with a biolox delta head 36 s on (B)(6) 2011. Due to recurring hip luxation in combination with a trochanteric fracture the pt was revised on an unk date.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).